Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to fluid loss. The existing device was removed and replaced with a new ipp. There were no patient complications were reported.